Manufacturer narrative:
Batch review performed on 12 december 2018. Lot 167576: (B)(4) items manufactured and released on 14 february 2017. Expiration date: 2022-01-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved in the issue: cup: versafitcup 01.26.56mb acetabular shell ø 56 (k083116), lot 176619: (B)(4) items manufactured and released on 21 february 2018. Expiration date: 2023-02-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: early dislocation of a dual mobility cup in primary cementless tha. This event may have been caused by a suboptimal position of the acetabular cup or by insufficient tension of the soft tissues, it is not a device problem.

Event description:
The patient came in due to a dislocation of the liner from the cup 3 months after primary surgery. The surgeon revised the head and liner and the surgery was completed successfully. The surgeon used a posterior approach in primary surgery. A bone fracture, visible on the x-rays, occurred much earlier in the patient's life.